Event description:
Customer reportedly received a result of 235 mg/dl on the device while the doctor's device read 111 mg/dl within 2 minutes. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.